Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (tightrail sub-c rotating dilator sheath, 16f glidelight laser sheath, and large visisheath dilator sheath) were used during the procedure. The ra lead was removed without complications. Attempting to remove the rv lead, the glidelight and visisheath were used. When the glidelight reached the area of the superior vena cava (svc), the rv lead popped free and the "patient's" blood pressure dropped, with no effusion detected via transesophageal echocardiography (tee). Rescue efforts began immediately including rescue balloon, fluids, medications, sternotomy and bypass. Massive bleeding was observed, and a continuous, shredded perforation was discovered throughout the subclavian, innominate, and svc regions. During attempted repair, the surgeon stated that when he sewed the vessel, it tore again or created a new tear. Ultimately, despite efforts, it was determined the perforation could not be repaired. The patient did not survive. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.